Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for 3 days and no unexpected bolus delivery was noted. However, the insulin pump was unable to verify if customer manually entered the bolus amount on (B)(6) 2015 at 2:10 am due to over written event history file. Several alarms found at the alarms history file. The insulin pump alarmed due to a corrupted history file. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump showed that a bolus had been delivered that he did not program. Blood glucose level at the time of the incident was 297 mg/dl. Blood glucose level at the time of the call was 267 mg/dl. Troubleshooting did not show any malfunction of the insulin pump, but the customer requested that it be replaced. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.